Event description:
The user facility reported that the door to their amsco 5052 single-chamber washer/disinfector dropped contacting an employee's fingers. The employee obtained a bruise on two fingers; however, the employee did not seek medical treatment and continued working.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that a screw between the plastic guide and door of the unit had fallen out. This caused the door to become stuck at the top and suddenly drop, subsequently causing the reported event. To resolve the issue, the technician reinstalled the screw. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.